Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A customer contacted ventec to report that the devices inspiratory pressure was low. There was no patient involvement.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory pressure was confirmed when the device was tilted forward or to the side; however, this is known device behavior when the device is tilted in this manner. It was confirmed that when the reported issue was originally observed by the customer, that they had also tipped the device forward, left and right. Proper device operation was then confirmed through functional and performance testing. There was no failure of the device.